Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the positioning issue was use related and related to pulling back of the device during ECMO cannula placement. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the impella cp came out of position, this coincided with placement of the extra-corporeal membrane oxygenation cannula. The team was unable to redeliver the impella cp to the left ventricle and the decision was made to explant the impella cp. No lasting harm or injury reported.